Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly after pump was exposed to scanner when traveling. In addition, it was reported that an auto-off alarm occurred. Customer alleged that alarm did not declare properly. Customer declined to further troubleshoot with tandem technical support. There was no impact to the customer's blood glucose level.